Manufacturer narrative:
Hologic reviewed the logs and noted that 3 samples had potential incorrect positive results from worklist 000809-20211107-07 that has been reported to the patient, which resulted in the elective surgery to be postponed. Preoperative patients are not usually sars positive; the initial results were automatically released as they were analyzed overnight. The 9 samples were retested from the same multitest swab tube and 3 of the 9 results resulted negative. Ts observed that the sars-cov-2 positive results associated with the worklist 000809-20211107-07 have total rlus less than the sars-cov-2 control. According to ts, discrepant results might have occurred due to sample mishandling or low target. Product application specialist (pas) review of the logs concluded there is no sign of hardware or kit preparation issues. No product impact is known to date. It was noted that most of the samples that are collected are from drive through collection locations. Lots of samples are sent to the site, bagged together at the end of collection including both preoperative and non-preoperative patients. Customer has amended the initial positive result to negative.

Event description:
On (B)(6) 2021, a customer called hologic technical support (ts) to report that there were 9 sars- cov-2 positive samples from a run (worklist 000809-20211107-07) of preoperative patients for aptima sars-cov-2 assay testing (lot 306188) on the panther instrument sn (B)(4). This resulted in the elective surgery to be postponed.